Event description:
The ge oec 9800 fluoroscopy system had an issue with the collimator.

Manufacturer narrative:
A ge oec service rep investigated the issue and found a bad collimator. The collimator was replaced. The system was released to the customer for use. There was no pt info available from the facility with respect to this issue. No injury resulted or was reported.